Manufacturer narrative:
1 initial report suggested there were no medical intervention or treatment provided; the current status of the number of patient is unknown lot number: 223co20207 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 2 customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed 3 as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. 4 test to the production batch of product retention samples (lot:223co20207) , the test was pass.

Event description:
"We use the test kit everyday since tue 5/3 because my son woke up with a sore throat. For 3 days in a row, my son's test shows positive but my daughter's test shows negative. We also went to nearby test center to get rapid and pcr test, both results came back negative for both kids. We would like to know what you recommend as the school says if the pcr is negative then he can return to school but your test kit still shows it's positive